Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that leads were hanging on their back and they could feel them. Troubleshooting was performed as they advised them to use a tape to hold the wires securely in place. It was unknown if the issue was resolved. The patient called in to report that their wires were hanging on their back and they could feel them. They checked their therapy to ensure it was on and properly connected. They mentioned that they would be driving to colombia and was concerned that the wires were not secured. They suggested that they could use a tape to hold on the wires securely in place. They explained the restrictions during trial period, especially when driving. They also advised them to contact their doctor for further assistance.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.